Manufacturer narrative:
The initial reporter was getinge technician. The correction of b5 describe event and problem and d4 serial # deems required. This is based on the internal evaluation. Previous b5 describe event and problem: on 17th august, 2023 getinge became aware of an issue with one of surgical lights - powerled 500. During preventive maintenance it was discovered that the control panel had cracks. Photographic evidence indicated that particles were missing as a result of the mentioned control panel malfunction as well as a paint was chipping from fork. There was no injury reported, however, we decided to report the issue in abundance of caution as any particles falling off into sterile field or during procedure may cause contamination or serious injury. Corrected b5 describe event and problem: on 17th august, 2023 getinge became aware of an issue with one of surgical lights - powerled 500. During preventive maintenance it was discovered that the control panel had cracks. Photographic evidence indicated that particles were missing as a result of the mentioned control panel malfunction, and there was also a suspicion that paint had been chipping from the fork. Additional information provided on 5th september by getinge technician indicated that there were some marks on the paint, mostly shadows, but no particles were missing. As a result of that documented inspection we no longer consider the paint peeling issue as a safety related, since it was found that as no paint particles could have fallen into the sterile field, there was no risk of harm. There was no injury reported, however, we decided to report the issue in abundance of caution as any particles falling off into sterile field or during procedure may cause contamination or serious injury. Previous d4 serial # (B)(6). Corrected d4 serial # (B)(6). On 17th august, 2023 getinge became aware of an issue with one of surgical lights - powerled 500. During preventive maintenance it was discovered that the control panel had cracks. Photographic evidence indicated that particles were missing as a result of the mentioned control panel malfunction, and there was also a suspicion that paint had been chipping from the fork. Additional information provided on 5th september by getinge technician indicated that there were some marks on the paint, mostly shadows, but no particles were missing. As a result of that documented inspection we no longer consider the paint peeling issue as a safety related, since it was found that as no paint particles could have fallen into the sterile field, there was no risk of harm. There was no injury reported, however, we decided to report the issue in abundance of caution as any particles falling off into sterile field or during procedure may cause contamination or serious injury. Device was repaired and put back to usage. It was established that when the event occurred, the surgical light did not meet its specification due to a damaged keypad membrane, resulting in missing particles, which contributed to the event. Based on information gathered during the investigation, it was not possible to establish whether the device was or was not used for patient treatment upon event occurrence. Comparing the number of claimed devices to the number of sold devices worldwide, we can assume that the failure ratio is low for damaged keypad membrane. As stated by the subject matter expert at manufacturing site concluded that the keypad peeling off is a normal wear at this location. In the chapter daily inspections before use the user manual (powerled¿s IFU 01581 rev. 9, pages 20-22) mentions to check that the keypad is in good condition. As soon as a default is noticed on the keypad membrane, its replacement must be performed. The film protection is available as spare part. We believe the related devices are performing correctly in the market. We also believe that if the manufacturer¿s recommendation had been followed the incident could have been avoided. Getinge shall continue to monitor for any further events of this nature and do not propose any further action at this time.

Event description:
On 17th august, 2023 getinge became aware of an issue with one of surgical lights - powerled 500. During preventive maintenance it was discovered that the control panel had cracks. Photographic evidence indicated that particles were missing as a result of the mentioned control panel malfunction, and there was also a suspicion that paint had been chipping from the fork. Additional information provided on 5th september by getinge technician indicated that there were some marks on the paint, mostly shadows, but no particles were missing. As a result of that documented inspection we no longer consider the paint peeling issue as a safety related, since it was found that as no paint particles could have fallen into the sterile field, there was no risk of harm. There was no injury reported, however, we decided to report the issue in abundance of caution as any particles falling off into sterile field or during procedure may cause contamination or serious injury.

Manufacturer narrative:
Event site name: (B)(6). The initial reporter was getinge technician. Additional information will be provided following the conclusion of the investigation.

Event description:
On 17th august, 2023 getinge became aware of an issue with one of surgical lights - powerled 500. During preventive maintenance it was discovered that the control panel had cracks. Photographic evidence indicated that particles were missing as a result of the mentioned control panel malfunction as well as a paint was chipping from fork. There was no injury reported, however, we decided to report the issue in abundance of caution as any particles falling off into sterile field or during procedure may cause contamination or serious injury.